Event description:
It was reported that during reprocessing, it was noticed that the lens piece fell out at the end of an endoscope. The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. Per the OEM, the endoscope was received with a missing distal window resulting in fluid invasion and subsequent major damage to optical components. An additional observation not reported by the site was that the endoscope was exposed to a temperature greater than 82°c/179.6°f as shown by internal temperature indicator, resulting in damaged hermetic seals, fluid invasion and subsequent damage to complete optical system. The da vinci s surgical system user's manual specifically states: pre-operative inspection - use care when handling the endoscope to prevent damage to the internal lens. Working with the endoscope at the patient side - the operator must ensure that the endoscope is handled with great care, as the instrument is very delicate and can be easily broken if dropped or struck. Instrument and accessories cleaning and sterilization - exercise care when cleaning and handling the distal end of the endoscope. Do not exert excessive force on the distal windows and never clean with sharp objects or instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; a missing lens, if to recur could cause or contribute to an adverse event.